Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined because we don't know whether the surgeon overtightened the locking screw as per surgical technique (1401.1-glbl-en rev0517, revision nexgen® lcck instrumentation) page 43 states overtightening screw would cause the screw to fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, during a revision of the articular surface, the locking screw fractured. They tried to change the insert and insert a new locking screw. When they tightened it with the lock momentum key the screw fractured. They decided to do a total revision and revised all components. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product exhibits signs of being implanted worn nicked / gouged and lcck support screw has fractured off into the stem extension. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device was submitted for further analysis. Analysis determined lcck support screw showed it is suspected to have fractured due to fatigue. Fracture surface revealed severe post fracture damage, which obscured most of the fracture artifacts as well as the crack initiation and exit sites. Center of the fracture surface showed suspected fatigue mode of fracture in the non-smeared areas. Small non-smeared area near the edge of the fracture surface showed overload mode of fracture with ductile dimples which suspected to be part of final rupture or crack exit area. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.